Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "the patient was admitted to the hospital due to repeated chest tightness, shortness of breath and fever for more than one month. Due to the difficulty in infusion, the PICC specialist nurse was asked to perform b-ultrasound-guided PICC catheterization on june 9. The operation went smoothly. It was found that the exposed end of the catheter was ruptured and exuded."